Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that during ivig infusions in the infusion center care area, when infusions are complete, 10-15cc of medication remained in the IV container. Any pt involvement, injury or medical intervention is unk.